Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor, inserted several hours prior, was not paired with the ilet, and the user initially could not locate the sensor code; the agent contacted a family member to assist, after which the user found the code and successfully paired the sensor to the ilet. No adverse clinical symptoms reported. Outcomes included successful pairing with no health impact or medical intervention. User support included guided troubleshooting and education on locating the applicator and entering the correct pairing code for the dexcom g7 sensor. Investigation of this case revealed the user failed to pair the sensor due to uncertainty about the pairing code, consistent with use error and an initial attempt to pair without the code. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.

Manufacturer narrative:
Initial.